Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Adverse event information from pms (post marketing surveillance) patient: (B)(6), male, silent occlusion. The procedure date was (B)(6) 2011. Cas operation was performed using relevant device for distal protection. After the operation, dwi revealed 2 high intensity sites. The physician did not report the relationship between the relevant device and adverse event is related to use of the device.

Manufacturer narrative:
The actual complaint sample will not be returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is unknown, therefore a review of the device history record cannot be performed. If in the future, the device is returned or additional information is provided a follow-up medwatch will be submitted. Device discarded - not returned for evaluation. Results: none. Conclusion: the event has not been confirmed due to no product was returned for evaluation. The analysis is complete as of today (B)(6) 2012.